Manufacturer narrative:
On 02/01/07, the prod was evaluated by karl storz field svc tech (fst) who reported that the distal end beak was broken and the instrument was unrepairable. There was no mention of a possible medical incident when hosp gave instrument to fst for eval. He evaluated it and replacement was ordered and paid for by customer. Subject instrument scrapped after fst eval. I advised risk mgr that we had no defect trend noted on this prod, but that condition of instrument was consistent with damage caused by mechanical overload. She replied that the dr had mentioned that he had to move the 27040xa around a lot and also had to exert a lot of pressure during procedure.